Event description:
It was reported by the customer that the device was repaired less than 90 days ago and failed to work on the first try after the repair. Additional clinical follow up with the hospital indicated that when the device was turned on, it sounded like the device was not getting any air, the motor was barely working and they were unable to use it. It was reported that an alternate device was immediately available for use during the planned procedure. The device was not used on the patient and there was no delay of the planned procedure.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.